Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing values, high capture thresholds, and an intermittent loss of capture were observed on the atrial lead. It was determined that the lead had become dislodged. No patient symptoms were reported. A lead revision was performed on (B)(6) 2015. During the procedure, the lead's helix would not retract. The lead was explanted and replaced. The patient was in good condition following the procedure and would continue to be monitored.